Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number: (B)(4). Premarket submission # k083689, k142596, k191910.

Event description:
According to the event description: after taking over the shift at approximately 1300 hours, infusion rate 52.1 ml/hr, vtbi 223.9 ml, with a remaining infusion time of 4 hours and 18 minutes. It was noted that the tpn was scheduled to be completed at 1700 hours; however, the balance in the tpn bag was observed to be less than 100 ml, indicating that the infusion had overrun. The tpn infusion was completed at 1400 hours, resulting in an overrun of approximately 3 hours. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). We received: one infusomat space, 8713050, serial no.: (B)(6) with software version 686n030004. The history files were read out and analyzed. On the date of the incident (2026-03-17) the door was opened at 17:25:32. The space line was inserted. A vtbi of 1250ml and a time of 24h were set. The therapy started with a flow rate of 52.10ml/h. Next day (2026-17-18) at 13:37 the air bubble alarm raised. The therapy stopped and the door was open. In total 1042,72ml were infused. The sample was subjected to a visual and functional examination. Visual inspection: the cover caps on the screw pillars, and the production seal on the lower housing were missing. The device shows age related signs of wear and tears and was slightly dirty. A broken hinge cover could be found. Functional inspection: as part of the functional check the self-test of the infusomat space could be successfully performed. An infusomat space line could be inserted and was recognized by the pump. After the line selection the delivery mode could be started without any reservations. After the functional test a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal delivery rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured with a value of -0,17 %. This value is inside the instruction for use predefined performance characteristic of the device (+-5 %). The downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation were checked according to the requirements of the service manual. The device fulfills the required values according to the specifications of the technical safety check (tsc). The device was disassembled, and the inside was investigated. Inside the device could be found liquid residues on the lower housing, the emc protection shield and the bottom inner frame. The defect could not be confirmed. During a flow measurement no flow deviation could be detected. The device works within our specification. No product deviation. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k083689, k142596, k191910.